Event description:
During priming of a cardiopulmonary bypass procedure, the roller pump of a heart lung console was reading overspeed and underspeed as it was performing in pulsatile mode. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.